Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt fell in 2008, which resulted in a massive swelling over the implant site. Due to the swelling the coil did not stay on the pt's head anymore. Since this event the pt has no longer responded to sound. Testing confirmed that the device has malfunctioned.